Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010; inratio: 1.3; lab: 2.3.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Inratio: 1.3; reference: 2.3; mean: 1.80; confidence limits: 1.2-2.3. Analysis of customer's data revealed that inratio and reference test result comparison meet accuracy criteria. The results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. No further investigation will be pursued. Root cause of complaint could not be determined from the info provided by the customer. As of 09/27/2010, eleven discrepant results complaint was reported for lot #233708 yielding a complaint rate of 0.007%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.